Event description:
Same case as MFR report #: 2134265-2010-00297. It was reported that during a rotational atherectomy procedure, a wire fracture and vessel perforation occurred. The 80% stenosed lesion being treated was located in the heavily calcified mid left anterior descending artery (lad). The lesion was 12mm long. During ablation, the tip of the floppy rotawire guide wire became stuck in the septal, and approximately 10mm of the distal tip of the wire broke off into and remains in the small septal branch. At that time they noted a perforation of the distal lad. The physician discontinued angiomax, and inflated a 2.5 x 15mm non-bsc balloon twice for a total of two minutes to contain the perforation. Post balloon angiography showed no extravasation of contrast out of the vessel. A stat echocardiogram showed a small to moderate sized effusion. The patient experienced mild chest discomfort but was hemodynamically stable. CT surgery was notified. A non-bsc 3.5 x 15mm stent was successfully deployed in the mid lad. The patient was transferred to the ccu with a recommendation of a serial echocardiography to assess effusion and rule out tamponade. Patient's condition was reported as 'stable.'

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.